Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer has been receiving threshold suspend alarms. It was stated that the insulin pump keeps alarming she is low and her blood glucose is not low. Sensor was reading 79 and her blood glucose value was 122 mg/dl. Customer's mother was advised to select suspend or restart basal. Threshold suspend limit is set up at 60 mg/dl. It was also reported that three days ago the customer experienced blood at the sensor insertion site and a few weeks ago on the needle got stuck in the serter. Nothing further reported.